Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the scs ipg site located at her right buttock. It was also stated the pain had radiated across to the left side and occurred regardless of stimulation on or off. As a result, surgical intervention was taken on (B)(6) 2015 where the ipg was relocated higher which resolved the issue.